Event description:
During a laparoscopic appendectomy an electrocautery unit was needed. A spark was noted at the connection between the re-usable scissors and the disposable metal tip. The spark caused a burn on the pt's bowel 2-3 mm in diameter. Sutures were used as a precaution.